Event description:
It was reported that the penta stent was prepped while in the hoop, pulling negative pressure twice and then returning to neutral to remove the device. The physician went through several guides before settling with another company's guiding catheter. The penta stent was advanced to the lesion in the right coronary artery and inflated to 10 atm for 30 seconds. At this time, a dissection was noted proximal to this area. Therefore, a 3.0/13 penta stent was advanced and butted up to where the distal stent was thought to be placed. The stent was deployed which resolved the dissection; however, at this time, it was noticed that the first penta stent was not in place in the lesion. The stent was found in the packaging hoop. A new 3.5/18 penta stent was then placed in the original lesion location and the procedure was completed.